Event description:
Event description cpi received information that this patient experienced an episode of unresponsiveness and dusky coloration. Treadmill testing revealed possible undersensing vs. Artifact with this implantable cardioverter defibrillator (ICD).